Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a vessel puncture closure of an unspecified access site was achieved with a proglide device after a percutaneous coronary interventional (pci) procedure. Reportedly, after the procedure, the patient reported pain and swelling at the access site. Pus was observed and was drawn out from the access site. The patient was taken for surgical review and during the surgery, it was confirmed the majority of the pus had been removed and it was noted that the access site near the proglide suture appeared wet. The physician concluded that an infection developed during the use of the proglide device after the pci procedure. The suture was removed to complete the procedure. The patient recovered from the infection. No additional information was provided.

Event description:
Subsequently to the initially filed emdr, additional information was received: the date of the initial pci procedure was (B)(6) 2023. The patient reported pain on (B)(6) 2023, then reported heat and swelling two days following. The surgery was performed on (B)(6) 2023 and the operation site was dressed following. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of infection and pain are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event updated